Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to report a system error (se) 2240 alarm. The home patient (hp) stated he woke up because of the alarm and stated he somehow became disconnected. The hp was not sure how the disconnection occurred because he was asleep. The technical service representative (tsr) had the hp cycle power and explained the alarm. The hp stated he would finish therapy with manual exchanges. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.